Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was having urgency and a little bit of leakage. She had been doing more lifting than usual. The patient checked the device because once in a while it would get turned off. The lightning bolt was not on the patient programmer (pp). The patient also saw poor communication screen on the pp. The pp was used without the antenna and she was able to communicate. The patient could not communicate intermittently with the antenna. The patient tried new batteries. The patient increased her stimulation and would see if it would help with her urgency and leakage. There was no out of box failure reported. The issues started in (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.